Manufacturer narrative:
Evaluation summary: the root cause for the reported complaint appears to be a coincidental event unrelated to the product as user facility reported that iol did not caused/ contributed to the event. Wrong iol power selected was the clinical reason given for the explant. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A materials manager reported that approximately two weeks following an intraocular lens (iol) implant procedure, the iol was exchanged for a different lens to improve the visual acuity. The reason provided was that the wrong iol power was selected.